Event description:
This case was initially received via regulatory authority FDA (reference number: FDA-2014-n-0736-0559) on 14-aug-2015. The most recent information was received on 29-nov-2017 this spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("left fallopian tube perforation"), device dislocation ("coil migrate / migrated essure coil"), nephrolithiasis ("kidney stones"), genital haemorrhage ("heavy bleeding / spotting") and gallbladder disorder ("gallbladder issues") in a (B)(6) female patient who had essure (batch no. C55834 ,731686) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3 (date of births: ((B)(6) 2000, (B)(6) 2006, (B)(6) 2010)), multigravida, miscarriage in (B)(6) 2012 and psychological disorder nos. Concurrent conditions included diarrhea, dizziness, menorrhagia, dysmenorrhea and hemostasis. Concomitant products included citalopram for anxiety, meloxicam for bursitis and joint inflammation, colecalciferol (vitamin d) for energy decreased, rizatriptan (maxalt) for migraine, triamcinolone for rash as well as oxycocet (percocet). In 2010, 77 days before insertion of essure, the patient experienced depression ("post-partum depression worsened/ post-partum depression after daughter/post-partum depression after her child was born "). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced migraine ("migraines up to 4 times a week/ extreme pain, increase of/ occurrence-migraines/migraines "). On (B)(6) 2010, the patient experienced myositis ("myositis"). In 2015, the patient experienced cystitis interstitial ("cystitis interstitial") and bladder pain ("sharp, excruciating-bladder pain / bladder pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, abdominal pain, pelvic pain and back pain, device dislocation (seriousness criteria medically significant and intervention required), nephrolithiasis (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("allergic to nickel (from a young age she was never able to wear anything that contained nickel, it would cause swelling of the area it came in contact with and created a rash.)hypersensitivity reaction to nickel (from a young age she ") with rash, procedural pain ("severe abdominal pain (right after waking up after implantation )/ post hysterectomy problems"), dyspareunia ("would cramp for days after intercourse / painful intercourse"), headache ("headache"), arthralgia ("joint pain / /pain all over chronic-joint pain/ joint pain / constant bilateral hip pain / (bursitis)/ bilateral hip pain"), fatigue ("increase fatigue / chronic fatigue/ fatigue"), mood swings ("mood swings were severe"), myofascial pain syndrome ("myofascial pain"), hypoaesthesia oral ("numbness in labial area"), vitamin d deficiency ("vitamin d deficiency"), gallbladder disorder (seriousness criterion medically significant), memory impairment ("intermittent memory lapses"), gastric disorder ("stomach issues"), ocular discomfort ("eye pressure"), arthropathy ("joint rotation"), fibromyalgia ("fibromyalgia"), alopecia ("hair loss"), myalgia ("pelvic floor myalgia / muscle pelvic pain") and anxiety ("anxiety"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, abdominal pain, pelvic pain and back pain, device dislocation (seriousness criteria medically significant and intervention required), nephrolithiasis (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("allergic to nickel (from a young age she was never able to wear anything that contained nickel, it would cause swelling of the area it came in contact with and created a rash.)hypersensitivity reaction to nickel (from a young age she ") with rash, procedural pain ("severe abdominal pain (right after waking up after implantation )/ post hysterectomy problems"), dyspareunia ("would cramp for days after intercourse / painful intercourse"), headache ("headache"), arthralgia ("joint pain / /pain all over chronic-joint pain/ joint pain / constant bilateral hip pain / (bursitis)/ bilateral hip pain"), fatigue ("increase fatigue / chronic fatigue/ fatigue"), mood swings ("mood swings were severe"), myofascial pain syndrome ("myofascial pain"), hypoaesthesia oral ("numbness in labial area"), vitamin d deficiency ("vitamin d deficiency"), gallbladder disorder (seriousness criterion medically significant), memory impairment ("intermittent memory lapses"), gastric disorder ("stomach issues"), ocular discomfort ("eye pressure"), arthropathy ("joint rotation"), fibromyalgia ("fibromyalgia"), alopecia ("hair loss"), myalgia ("pelvic floor myalgia / muscle pelvic pain") and anxiety ("anxiety"). The patient was treated with ibuprofen, cortisone acetate (cortison), riboflavin, surgery (laparoscopic hysterectomy & robotic assistance bilateral salpingectomy), surgery (laparoscopic hysterectomy & robotic assistance bilateral salpingectomy), surgery (lithotripsy), physical therapy, surgery (removal of gallbladder with repair of 2 hernias), physical therapy, physical therapy and physical therapy. Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device dislocation, nephrolithiasis, allergy to metals, procedural pain, headache, arthralgia, fatigue, mood swings, myofascial pain syndrome, vitamin d deficiency, gallbladder disorder, cystitis interstitial, memory impairment, gastric disorder, ocular discomfort, arthropathy, fibromyalgia, depression, myositis and myalgia outcome was unknown and the genital haemorrhage, dyspareunia, migraine, hypoaesthesia oral, alopecia and anxiety had resolved. The reporter considered allergy to metals, alopecia, anxiety, arthralgia, arthropathy, bladder pain, cystitis interstitial, depression, device dislocation, dyspareunia, fallopian tube perforation, fatigue, fibromyalgia, gallbladder disorder, gastric disorder, genital haemorrhage, headache, hypoaesthesia oral, memory impairment, migraine, mood swings, myalgia, myofascial pain syndrome, myositis, nephrolithiasis, ocular discomfort, procedural pain and vitamin d deficiency to be related to essure. The reporter commented: she did not retained essure or any portion of it.she was not advised any complications or problems that occurred at the time of your essure placement procedure.essure device inserted through port and deployed in tube without incident. Coils visualized. Opposite os located, essure device inserted and deployed without incident.coils visualized. Pt tolerated well diagnostic results: on -(B)(6) 2014:hsg (hysterosalpingogram) test:+ (B)(6) 2014:surgical pathology report:received uterus/tubes," was a 119 g, 7.0 x 5.0 x 4.0 cm uterus with attached cervix. The fallopian tubes were received detached in the same container. The uterine corpus was covered by smooth, shiny, pinktan serosa. Bivalving reveals a nondilated endometrial cavity lined by shiny pink-tan endometrium that was up to 0.3 cm in thickness. No mass or nodule was observed in the 1.5-2.0 cm thick myometrium. The cervix had a moderate amount of attached white-pink ectocervix, and the endocervix was glistening and mucoid with a few cysts up to 0.8 cm in greatest dimension. The fallopian tubes were 3.5 cm in length and covered by pink-tan serosa with a fimbriated end. On (B)(6) 2014:hysterosalpingography: findings: a right essure device was demonstrated in the rightward aspect of the pelvis on the scout image. No left essure was seen in the pelvis on exam. The endometrial cavity had normal size, shape and contour without filling defects or intrinsic or extrinsic mass. There was filling of the left fallopian tube with subsequent free intraperitoneal spillage on the left. The right fallopian tube was not patent. Impression: right essure device in place with non-patency of the right fallopian tube. No left essure device detected on exam. Patency of the left fallopian tube. Normal appearance of the endometrial cavity pregnancy test: negative. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 29-nov-2017: medical record & plaintiff fact sheet received. Events myofascial pain, pelvic floor myalgia, si joint rotation, bladder pain, fibromyalgia, stomach issues, gallbladder issues, kidney stones, pelvic pain, intermittent memory lapses, depression, myalgia, post hysterectomy problems, myalgia, myositis interstitial cystitis, left fallopian tube perforation, allergic to nickel, cramping, heavy bleeding, spotting,painful intercourse, numbness in labial area, anxiety, hair loss, vitamin d deficiency, eye pressure, are added. Lab data updated. Lot number added. Historical condition & drug, concomitant condition and drug added. Patient, product & reporter information updated. Essure legal manufacture has changed from bayer healthcare, llc, and (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ submission by the new legal manufacturer only incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0559) on (B)(6) 2015. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("left fallopian tube perforation"), device dislocation ("coil migrate / migrated essure coil"), nephrolithiasis ("kidney stones"), genital haemorrhage ("heavy bleeding / spotting") and gallbladder disorder ("gallbladder issues") in a 37-year-old female patient who had essure (batch no. C55834 (valid) /731686 (invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3 (date of births: ((B)(6) 2000, (B)(6) 2006, (B)(6) 2010)), multigravida, miscarriage in april 2012 and psychological disorder nos. Concurrent conditions included diarrhea, dizziness, menstrual flow excessive, dysmenorrhea and hemostasis. Concomitant products included citalopram for anxiety, meloxicam for bursitis and joint inflammation, cholecalciferol (vitamin d) for energy decreased, rizatriptan (maxalt) for migraine, triamcinolone for rash as well as oxycone (percocet). In 2010, the patient experienced perinatal depression ("post-partum depression worsened/ post-partum depression after daughter/post-partum depression after her child was born "). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 1 day after insertion of essure, the patient experienced migraine ("migraines up to 4 times a week/ extreme pain, increase of/ occurrence-migraines/migraines "). On (B)(6) 2010, the patient experienced myositis ("myositis"). In 2015, the patient experienced cystitis interstitial ("cystitis interstitial") and bladder pain ("sharp, excruciating-bladder pain / bladder pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, abdominal pain, pelvic pain and back pain, device dislocation (seriousness criteria medically significant and intervention required), nephrolithiasis (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("allergic to nickel (from a young age she was never able to wear anything that contained nickel, it would cause swelling of the area it came in contact with and created a rash.)hypersensitivity reaction to nickel (from a young age she ") with rash, procedural pain ("severe abdominal pain (right after waking up after implantation )/ post hysterectomy problems"), dyspareunia ("would cramp for days after intercourse / painful intercourse"), headache ("headache"), arthralgia ("joint pain / /pain all over chronic-joint pain/ joint pain / constant bilateral hip pain / (bursitis)/ bilateral hip pain"), fatigue ("increase fatigue / chronic fatigue/ fatigue"), mood swings ("mood swings were severe"), myofascial pain syndrome ("myofascial pain"), hypoaesthesia oral ("numbness in labial area"), vitamin d deficiency ("vitamin d deficiency"), gallbladder disorder (seriousness criterion medically significant), memory impairment ("intermittent memory lapses"), gastric disorder ("stomach issues"), ocular discomfort ("eye pressure"), arthropathy ("joint rotation"), fibromyalgia ("fibromyalgia"), alopecia ("hair loss"), myalgia ("pelvic floor myalgia / muscle pelvic pain") and anxiety ("anxiety"). The patient was treated with ibuprofen, cortisone acetate (cortisone), riboflavin, surgery (laparoscopic hysterectomy & robotic assistance bilateral salpingectomy), surgery (laparoscopic hysterectomy & robotic assistance bilateral salpingectomy), surgery (lithotripsy), physical therapy, surgery (removal of gallbladder with repair of 2 hernias), physical therapy, physical therapy and physical therapy. Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device dislocation, nephrolithiasis, allergy to metals, procedural pain, headache, arthralgia, fatigue, mood swings, myofascial pain syndrome, vitamin d deficiency, gallbladder disorder, cystitis interstitial, memory impairment, gastric disorder, ocular discomfort, arthropathy, fibromyalgia, perinatal depression, myositis and myalgia outcome was unknown and the genital haemorrhage, dyspareunia, migraine, hypoaesthesia oral, alopecia and anxiety had resolved. The reporter considered allergy to metals, alopecia, anxiety, arthralgia, arthropathy, bladder pain, cystitis interstitial, device dislocation, dyspareunia, fallopian tube perforation, fatigue, fibromyalgia, gallbladder disorder, gastric disorder, genital haemorrhage, headache, hypoaesthesia oral, memory impairment, migraine, mood swings, myalgia, myofascial pain syndrome, myositis, nephrolithiasis, ocular discomfort, perinatal depression, procedural pain and vitamin d deficiency to be related to essure. The reporter commented: she did not retained essure or any portion of it. She was not advised any complications or problems that occurred at the time of your essure placement procedure. Essure device inserted through port and deployed in tube without incident. Coils visualized. Opposite os located, essure device inserted and deployed without incident. Coils visualized. Pt tolerated well diagnostic results: on -aug-2014:hsg (hysterosalpingogram) test:+ (B)(6) 2014:surgical pathology report:received uterus/tubes," was a 119 g, 7.0 x 5.0 x 4.0 cm uterus with attached cervix. The fallopian tubes were received detached in the same container. The uterine corpus was covered by smooth, shiny, pinktan serosa. Bivalving reveals a nondilated endometrial cavity lined by shiny pink-tan endometrium that was up to 0.3 cm in thickness. No mass or nodule was observed in the 1.5-2.0 cm thick myometrium. The cervix had a moderate amount of attached white-pink ectocervix, and the endocervix was glistening and mucoid with a few cysts up to 0.8 cm in greatest dimension. The fallopian tubes were 3.5 cm in length and covered by pink-tan serosa with a fimbriated end. (B)(6) 2014:hysterosalpingography: findings: a right essure device was demonstrated in the rightward aspect of the pelvis on the scout image. No left essure was seen in the pelvis on exam. The endometrial cavity had normal size, shape and contour without filling defects or intrinsic or extrinsic mass. There was filling of the left fallopian tube with subsequent free intraperitoneal spillage on the left. The right fallopian tube was not patent impression: 1. Right essure device in place with non-patency of the right fallopian tube. 2. No left essure device detected on exam. Patency of the left fallopian tube. 3. Normal appearance of the endometrial cavity pregnancy test: negative quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.